Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was noted that the patient was very skinny. The patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.